Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of under 20 mg/dl at the time of the incident. The customer had the low as their sensor was not working. The customer was at 146 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer stated that they had once sensor that fell off and got a change sensor alarm after several sensor alerts. The insulin pump will not be returned for analysis.